Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settingsdate of event provided in section b3 is an approximation, was not provided by consumer.the customer was unable to provide information about which assay type was used to perform the test. This report is being submitted out of caution. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test assay performed on an unknown date. Although requested, no additional patient information, including treatment and outcome, was provided.